Manufacturer narrative:
Updated fields: b4, d5 (device available for eval), g4, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1 (contact person).

Manufacturer narrative:
Communication/interviews: (4111/213) a (B)(4) field service engineer (fse) assisted the customer via a phone call. The fse assisted the staff with securing replacement helium tank. The issue has been resolved. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event was reported.